Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of low erroneous results for 1 neonate patient tested for bilt3 bilirubin total gen.3 (bilt3) on a cobas 4000 c (311) stand alone system. The initial result from the c311 system was 13.2 mg/dl. This result was reported outside of the laboratory where the doctor questioned the result as it was not consistent with the patient¿s clinical symptoms and skin tests with a score of approximately 17 mg/dl. The sample was sent to an external laboratory using the abbott architect method and the result was 22.0 mg/dl. On (B)(6) 2017 a new sample was obtained and the result from the c311 system was 13.67 mg/dl. The sample was repeated on the same system and the result was 14.75 mg/dl. The sample was tested on a cobas 6000 c (501) module and the result was 27 mg/dl. The result of 27 mg/dl is believed to be correct. There was no allegation that an adverse event occurred. The bilt3 reagent lot number and expiration date were not provided. The customer has stopped running the bilt3 test on the c311 system. The customer¿s quality control (qc) results have been fine. The field service representative (fsr) visited the customer site and did not notice any handling issues. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since precision check data was acceptable, a hardware issue can be excluded. Since qc results were fine, a reagent specific issue can also be excluded. Insufficient sample pipetting due to an air bubble or micro clot is the most likely root cause for the event.